Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering and stuck button. The customer blood glucose level was 364 mg/dl at the time of incident and the current blood glucose level was 223 mg/dl. The other blood glucose values are 276 mg/dl, up to 500 mg/dl, 103 mg/dl and 232 mg/dl. The customer was treated with manual injection. Customer alleges insulin pump was under delivering because of high blood glucose levels. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports symptoms related to their high blood glucose events like dry mouth. The customer was able to perform displacement test and it passed. Customer declined to perform the high pressure test. The customer reported that the insulin exited at the quick release. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0866 inches. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.